Event description:
A pt was treated with the subject device to repair a wrist fracture. A revision surgery was later required, due to loss of fixation (as the ulnar fragment settled). The doctor used the device for a fracture for which the device is not indicated.